Event description:
(B)(6) study. It was reported that complete heart block and stroke occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen aspirin at the time of index procedure. The subject received loading doses 300 mg of aspirin and 300mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav) with a 20mm non-bsc balloon catheter. New conduction disturbance was noted after valvuloplasty which required new pacing. The aortic valve was treated with deployment of a 25 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Trace paravalvular leak was noted that resolved upon release of the 25mm lotus edge valve. The subject developed signs of high-grade conduction block after deployment of the valve and developed complete heart block. Electrophysiology (ep) consultation recommended a new dual chamber non-bsc permanent pacemaker was implanted on the same day. The event was considered recovering/resolving. Also on the same day of the index procedure the patient experienced transient confusion and facial drooping. A computed tomography (CT) scan was performed which revealed acute ischemic infarct. The event was treated medically. At the time of reporting, the event was considered not recovered/ not resolved.

Event description:
Reprise IV study it was reported that complete heart block and stroke occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen aspirin at the time of index procedure. The subject received loading doses 300 mg of aspirin and 300mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav) with a 20mm non-bsc balloon catheter. New conduction disturbance was noted after valvuloplasty which required new pacing. The aortic valve was treated with deployment of a 25 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Trace paravalvular leak was noted that resolved upon release of the 25mm lotus edge valve. The subject developed signs of high-grade conduction block after deployment of the valve and developed complete heart block. Electrophysiology (ep) consultation recommended a new dual chamber non-bsc permanent pacemaker was implanted on the same day. The event was considered recovering/resolving. Also on the same day of the index procedure the patient experienced transient confusion and facial drooping. A computed tomography (CT) scan was performed which revealed acute ischemic infarct. The event was treated medically. At the time of reporting, the event was considered not recovered/ not resolved. It was further reported that on the same date of the index procedure, post transcatheter aortic valve replacement (tavr) and permanent pacemaker placement, the subject appeared to be confused along with altered mental status, aphasia and dysarthria. Neurological examination revealed mental status as awake, alert able to say name but unable to answer month, year, location and objects, moderate aphasia and mild dysarthria was also noted. Motor functions were noted to be without any abnormality 5/5, however right extremity drifts but does not hit the bed and gait deferred. Nihss score at this time was noted to be 5. Event mrs score was noted to be 0 with no symptoms at all. On the same day, head computed tomography (CT) scan revealed left frontal infarct with contrast extravasation which likely representative of enhancement of an ischemic stroke. On the same day CT angiogram (cta) of head and neck revealed mild atherosclerotic change of the distal common carotid artery and proximal internal carotid artery bilaterally, no cerebral aneurysm noted and no vascular abnormality was seen in the region of previously seen abnormally enhancing abnormality associated with the left frontal lobe or subarachnoid space over the left frontal lobe. The subject was deemed not a suitable candidate for IV thrombolysis due to outside the 4.5hour window and also not recommended for endovascular treatment due to no lvo on cta. Per neurological consultation etiology was unclear but most likely cardioembolic in nature due to the recent procedure (tavr). Further diagnosis of stroke with magnetic resonance imaging (MRI) was recommended, however the same was not performed at this time due to recent pacemaker implantation. The subject was started on aspirin per tavr protocol however clopidogrel was not started yet and additionally lipitor was added due to possibility of hemorrhagic conversion. Due to high possibility of deterioration subject was recommended to be evaluated for possibilities of treatment. One (1) day post index procedure, nihss score increased to 8. On neurological consultation subject was recommended to start plavix. Speech and language therapy evaluation was performed. Two (2) days post index procedure, it was noted that aphasia or confusion was improving, and the subject was able to answer with 3 to 4 words. Three (3) days post index procedure, the nihss score was noted to be 0 and dysarthria resolved completely. The subject was discharged home on aspirin and clopidogrel. Twenty nine (29) days post index procedure, the subject presented for protocol scheduled 30-day follow-up visit. Transthoracic echocardiogram (tte) revealed the velocity and gradients across the prosthetic aortic valve have been increased significantly compared to prior study. Tte was unclear for the reason behind the elevated mean gradient, hence a cta of the heart was recommended. On the same day, CT scan revealed hypo attenuated leaflet thickening of left and noncoronary leaflets with associated restricted leaflet motion which is suggestive of subclinical leaflet thrombosis. No pericardial effusion was noted. The subject was diagnosed with prosthetic aortic valve thrombosis based on the presence of subclinical leaflet thrombosis. At the time of the event, the subject was on aspirin and plavix, however, plavix was discontinued, and the subject was started on eliquis. At the time of reporting the event was considered recovering/resolving.

Manufacturer narrative:
B5 describe event or problem - updated.b6 relevant tests/laboratory data - updated.h6 patient codes - updated.